Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with a severely calcified proximal circumflex (cx) coronary artery lesion. Pre-dilatation and atherectomy was performed. A 3.5x28mm xience sierra stent (1550350-28, 9110641) was implanted without complications. Stent placement was reportedly acceptable with 0% diameter stenosis and timi flow iii. On (B)(6) 2020, the patient passed away due to a myocardial infarction (mi). No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of myocardial infarction and death are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information received: the physician assessed the death as having an unknown relationship to the device.